Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Incident details: the baby's PICC line was cracked and leaking at the hub impact of incident: it was removed and new one was placed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no product available for return. Additionally, there was no visual evidence of the reported issue. However, due to the number of complaints found against this lot number, this complaint will be confirmed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Incident details: the baby's PICC line was cracked and leaking at the hub impact of incident: it was removed and new one was placed.